Event description:
This spontaneous case was reported by a consumer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who received essure. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced perforation (serious criteria medically significant and clinically significant/intervention required) with pelvic pain and genital haemorrhage (serious criterion medically significant). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was withdrawn. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered perforation and genital haemorrhage to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported perforation of organs and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 3 years after insertion. Genital bleeding is anticipated event in the reference safety information for essure. Perforation of organs was considered unanticipated in a conservative approach, since the exact nature of the perforated organ was not described. This legal case was reported with limited information. The exact date and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Genital bleeding in women may have multiple causes. In the present case, no alternative explanation was provided. A contributory role of essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), embedded device ('both the essure were still imbedded within the myometrium') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. 976392) inserted for female sterilisation. The patient's medical history included pelvis CT. Concurrent conditions included flank pain, low back pain, urinary tract infection, low grade squamous intraepithelial lesion, uterine leiomyoma, menorrhagia and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device and genital haemorrhage outcome was unknown. The reporter considered embedded device, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: right: 10-12 coils. Left: 2-3 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, perforation, embedded device. Most recent follow-up information incorporated above includes: on 17-dec-2020: mr received. Reporter information, patient's medical history, lot number, events "both the essure were still imbedded within the myometrium, event "perforation nos updated to uterine perforation", auto narrative supplement and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs') and embedded device ('both the essure were still imbedded within the myometrium') in an adult female patient who had essure (batch no. 976392-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvis CT. Concurrent conditions included flank pain, low back pain, urinary tract infection, low grade squamous intraepithelial lesion, uterine leiomyoma, menorrhagia and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage ("heavy bleeding/ abnormal bleeding"). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device and genital haemorrhage outcome was unknown. The reporter considered embedded device, genital haemorrhage and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: right: 10-12 coils. Left: 2-3 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, perforation, embedded device lot number reported (976392) is not valid. Lot number 976392 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), embedded device ('both the essure were still imbedded within the myometrium') and genital haemorrhage ('heavy bleeding/ abnormal bleeding') in an adult female patient who had essure (batch no. 976392-inv) inserted for female sterilisation. The patient's medical history included pelvis CT. Concurrent conditions included flank pain, low back pain, urinary tract infection, low grade squamous intraepithelial lesion, uterine leiomyoma, menorrhagia and menometrorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, embedded device and genital haemorrhage outcome was unknown. The reporter considered embedded device, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: right: 10-12 coils. Left: 2-3 coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, perforation, embedded device lot number reported (976392) is not valid. Most recent follow-up information incorporated above includes: on 6-jan-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding/ abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and perforation to be related to essure. Quality-safety evaluation of ptc: based on attached information it is not clear what caused the perforation of organs. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-nov-2017: event abnormal bleeding, pain was previously reported and essure start date was updated essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: based on attached information it is not clear what caused the perforation of organs. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-jan-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported perforation of organs and heavy bleeding (interpreted as genital bleeding). She underwent surgery to remove essure approximately 3 years after insertion. Genital bleeding is anticipated event in the reference safety information for essure. Perforation of organs was considered unanticipated in a conservative approach, as the exact nature of the perforated organ was not described. This legal case was reported with limited information. The exact date and mechanism of the perforation of organs was not specified. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Genital bleeding in women may have multiple causes. In the present case, no alternative explanation was provided. A contributory role of essure cannot be excluded. This case was regarded as incident because device removal was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.